Event description:
It was reported that customer experienced cartridge alarm 30 and had previously reported similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Technical support offered pump replacement. Customer will continue to use current pump.